Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported the pump is not responding to the settings. Patient stated all four of the buttons on the pump are blocked. Patient reported she changed the battery and when the pump turned on it gave an e8 (power interrupt) error message; was unable to confirm and remove the error. No adverse event reported. Requested return of the alleged pump for evaluation.